Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that there was a balloon rupture. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, upon second inflation at 6-14 atmospheres for 2 minutes, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that there was a balloon rupture. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, upon second inflation at 6-14 atmospheres for 2 minutes, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.